Event description:
It was reported that this pacemaker had entered safety mode. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker had entered safety mode. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received and this pacemaker has been explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker had entered safety mode. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received and this pacemaker has been explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. It was expected to fail the real time check as the device was initially in the safety mode and the real time clock fails once in safety mode. Evidence of memory corruption in the returned pulse generator device that is not a hardware issue. The typical method for exonerating hardware as a cause is to reload device memory and test for normal device function.